Event description:
Account - (B)(4) sanofi complaint ref# (B)(4). Country event occurred - germany. Item, sku, lot# - unknown. Event description: check attachment. Note - please check the attachment for additional information. (B)(6) 2024. As per attached. Needle blocked.

Manufacturer narrative:
Additional information provided in b4, g2 (reporter), g6, h2, h11 correction made to h6 (investigation type, investigation finding, investigation conclusion) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Root cause cannot be determined as the blockage could not be removed and samples returned were open. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.